Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The physician advanced the 2.5mm x 15mm quantum maverick monorail balloon catheter to an unspecified lesion location. The balloon was inflated to 16atms and ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient's current status was reported as good.